Event description:
It was reported that leakage occurred between the bd insyte¿ autoguard¿ shielded IV catheter and hub during use. The following information was provided by the initial reporter: "a leak was identified between the catheter and the hub. The leak was identified when the rn flushed the newly placed piv and normal saline squirted from a tony hole in between the catheter and the hub."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred between the bd insyte¿ autoguard¿ shielded IV catheter and hub during use. The following information was provided by the initial reporter: "a leak was identified between the catheter and the hub. The leak was identified when the rn flushed the newly placed piv and normal saline squirted from a tony hole in between the catheter and the hub."